Manufacturer narrative:
Evaluation summary: a kink was evident on the hypotube 12cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and mildly calcified lesion located in the right coronary artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred during positioning. It was reported that this event was device related. Patient status post-procedure is alive with no injury. It was reported that the event was not due to use of the resolute integrity device in difficult lesion morphology/anatomy, because the lesion was not very calcified. The resolute integrity stent could not pass through the lesion, but another manufacturer¿s stent could pass through the lesion.